Event description:
It was reported that the patient presented for post-operative check. Upon examination, the right ventricular lead was noted to be dislodged which was confirmed upon chest x ray. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.